Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive torque applied to the closure top during final tightening. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2024-00137.

Event description:
It was reported that during final tightening of a c4/c7 fixation, an abnormal sound was observed, and found that two virage screws' housings were fractured at the welds. There was a 30-minute delay to remove the broken screws and replace them with new screws. There was no impact on the patient. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during final tightening of a c4/c7 fixation, an abnormal sound was observed, and found that two virage screws' housings were fractured at the welds. There was a 30-minute delay to remove the broken screws and replace them with new screws. There was no impact on the patient. This is report one of two for this event.